Event description:
Device 1 of 2. Ref MFR report#: 1627487-2014-25244. The pt has two 3266 leads with the same lot number. It was reported the pt is experiencing auto-reducing. X-rays were taken and identified lead migration. The pt will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.